Manufacturer narrative:
Review of lot 15847337 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
While attempting to insert a 6f 23cm brite tip sheath into the patient from the femoral artery, the distal end of the brite tip sheath became frayed and could not be inserted into the patient. He removed the device and used another brite tip sheath (the same size) instead without any issues. The procedure was finished successfully. There was no reported patient injury. The product look appeared normal when taken from its packaging. There was no excessive force used to insert the sheath. It is unknown if a dilator used prior to inserting the sheath, or if there was a lot of calcification at the access site or if the access site was a cto. No additional information is available. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15847337 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
It was reported that during pci when a physician attempted to insert a 6f 23cm brite tip sheath into the patient from the femoral artery, the distal end of the brite tip sheath was frayed, so he couldn't insert it into the patient. Therefore, he stopped using the device and he used another brite tip sheath (the same size) instead without any issues. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was unknown. The product look appeared normal when taken from its packaging. There was no excessive force used to insert the sheath. It is unknown if a dilator used prior to inserting the sheath, if there a lot of calcification at the access site or if the access site was a cto. No additional information is available.